Manufacturer narrative:
Manufacturers narrative: investigation conclusions - 4315 - (B)(4) had requested from the reporting distributor; however, they were unable to obtain any supplemental information. As no information will be supplied, no further investigation is possible. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time. Vascutek ltd considers this case as closed.

Event description:
Customer reported detecting a small hole in the graft after it was sutured in place. Hole was sutured using prolene, the graft was deemed patent & the procedure was completed. No patient harm or injury was reported.

Manufacturer narrative:
No reported clinical effect reported. The clinician sutured the hole, checked the device for patency. Prolonged surgery - by an unspecified period of time medical device. Identification of a small a hole in the device. The device is composed of a main body and branches which are manufactured from different diameters of the same material. Analysis of production records - a review of qc and manufacturing records was performed with attention to porosity testing results. Review showed batch was manufactured to design specification and all porosity testing fell within acceptance criteria. Type of investigation: trend analysis - a 5-year review of similar complaints was performed for all gelsoft branded devices provided an incidence rate of (B)(4). No further complaints were received from devices from same batch. Communication/interviews - vascutek ltd. Has requested further information from site regarding the circumstances of the event relative to how the graft was used/handled and the clinicians opinion on graft performance. Device not accessible for testing - device remains implanted and was not returned for investigation. No device problem found - no issue was found with the review of batch manufacture or testing prior to release. Conclusion not yet available - vascutek ltd. Has requested additional information regarding the circumstances of the event from the clinician; as yet, no information has been provided. If/when this information has been received and evaluated, follow up reporting will be supplied.

Event description:
Customer reported detecting a small hole in the graft after it was sutured in place. Hole was sutured using prolene, the graft was deemed patent & the procedure was completed. No patient harm or injury was reported.